Event description:
An attempt was made to use a pacific xtreme pta balloon catheter in a patient. The target lesion, located in the av shunt was described as non-tortuous and non-calcified. However, it was reported that when the balloon of the relevant device was inflated to 16atms, it ruptured and, on device removal, part of the balloon material detached in the valve. The physician was able to successfully recover the detached balloon material. It was reported that two new pacific xtreme balloons were used to successfully complete the procedure. It was reported that no injury was caused to the patient.

Manufacturer narrative:
Evaluation, results: related to operational context; conclusion: related to operational context. (B)(4).